Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker longevity dropped from five years to two and a half years in a span of three months. An engineering analysis determined that the device power consumption was elevated due to the persistent sensing of high atrial rates. A device reprogramming was then suggested. To date, the device remains in service. No adverse patient effects. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker longevity dropped from five years to two and a half years in a span of three months. An engineering analysis determined that the device power consumption was elevated due to the persistent sensing of high atrial rates. A device reprogramming was then suggested. To date, the device remains in service. No adverse patient effects.